Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient on march 17, 2008 and obtained additional information. The patient reported to the mas that he had 3 one touch ultra meters (one of them is the subject meter) and uses all of them on a regular basis (depends on which one is closest to him at the time of testing). He tests his blood glucose about 4-6 times/day and is on an insulin pump with a basal rate of 1.5 units/hour at night and up to 2 units/hour during the day. He also takes boluses based on the meter results during meal times. About 6 weeks ago (specific date/time not provided), the patient purchased the three meters and was placed on the insulin pump at the same time. He reported that the alleged issue first occurred sometime in the month before original month. The patient tested on the subject meter in the morning at around 7:00 am and obtained a result of 136 mg/dl. Within next 5 minutes, he tested on his other two ultra meters with results of 98 mg/dl and 88 mg/dl respectively. The patient was not experiencing any symptoms at the time of these three tests. Since the subject meter's result was the highest, and higher than what his blood glucose usually is (normally between 90-100 in the morning), he took a bolus on his insulin pump prior to eating breakfast (he did not remember the bolus amount he took). While he was preparing his breakfast (it was about 20 minutes after the three tests), he experienced tingling, sweatiness, and dizziness, which are symptoms he usually experiences when his blood glucose is low. He drank some orange juice and ate some toast with jam, which he had prepared for his breakfast and felt better "in a few minutes." The patient did not receive medical intervention. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. His control solution had expired and therefore, a quality control check could not be performed. This complaint is being reported because the patient claimed he administered a bolus dose of insulin based on the subject meter's result and later experienced symptoms that can be suggestive of severe hypoglycemia. He reported that he treated himself with food/juice and felt better. The alleged high result of the reported meter is out of specification when compared to the results of the other 2 ultra meters based on lifescan's criteria for comparison of meter to other meter results. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.